Event description:
It was reported to boston scientific corporation that a lynx blue system device was used during a retropubic mid-urethral sling procedure performed on (B)(6) 2018, for the treatment of stress urinary incontinence. On (B)(6) 2019, the patient was diagnosed with sling mesh exposure. A surgical procedure was performed in which after, the mesh was visualized, it was grasped, and the epithelium dissected away from the elements of the pubovesicocervical fascial bilaterally. The sling was then trimmed, and it was confirmed that there were no further patient complications. On (B)(6) 2023, the patient presented recurring urinary incontinence. A surgical procedure to implant a new sling device was planned; however, when cystourethroscopy was performed it was noticed that a remnant piece of the original mesh was extruding into the urethra. The new implant was then aborted, and the previous sling was able to be fully removed with no further patient complications.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 2, 2019, was chosen as the best estimate based on the date when the mesh was first exposed. Block h6: imdrf patient code e2006 captures the reportable event of sling mesh exposure. Imdrf impact code f1901 captures the reportable event of urethorlysis. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f06 captures the reportable event of the implant of the new sling being cancelled due to the erosion seen with the original mesh.